Event description:
Caller states pt tested 7.5 inr and 7.8 inr on the coaguchek xs system while a comparison lab returned as 4.5 inr. Pt's husband had been giving her coumadin every 4 hours thinking it was the pt's pain medication. No adverse event reported. Requested return of suspect system and replacement was sent.